Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, filter closure difficulties were encountered. The location of the lesion, percent of the stenosis, degree of calcification, and vessel tortuosity are unknown. The filterwire ex embolic system was placed. Following the intervention, the physician was unable to properly close the filter prior to removal, however, the filter was able to be removed "without patient complication" to successfully complete the procedure. The patient's status is reported as "stable."